Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that anesthesia providers was reporting being kicked out of session during case. The technical support specialist dialed into the station, and he completed the synchronization using a normal process. After the synchronization the issues were resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anesthesia providers were reporting being kicked out of session during cases. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.